Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Zimmer biomet (B)(4) and packaging supplier are in the process of initiating modifications to address reported issue. This report is number 1 of 3 mdrs filed for the same event (reference 3006946279-2016-00364 / 00366).

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking into the outer packaging. There was no patient involvement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). It has been indicated that the product will not be returned to zimmer biomet, as it was discarded. Reported event was unable to be confirmed as the product was not returned for evaluation. DHR was reviewed and no discrepancies were found. Root cause was unable to be confirmed, as the product was not returned for evaluation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.